Manufacturer narrative:
Additional information : imdrf annex g code.

Event description:
It was reported that there was an over infusion of vasopressin to a patient being treated for respiratory failure. The routine vasopressin (20 units per 100ml/100ml bag) was intended to infuse at a rate of 0.03 units / minute (9ml/hour) with a volume to be infused of 4.69ml. However, the 100ml bag was infused within 30 minutes. Following the event it was reported that the patient experienced "abdominal pain" and received "pain mediation". The assistant nurse manager indicated the patient was "transferred out of hospital for a different diagnosis."

Event description:
It was reported that there was an over infusion of vasopressin to a patient being treated for respiratory failure. The routine vasopressin (20 units per 100ml/100ml bag) was intended to infuse at a rate of 0.03 units / minute (9ml/hour) with a volume to be infused of 4.69ml. However, the 100ml bag was infused within 30 minutes. Following the event it was reported that the patient experienced "abdominal pain" and received "pain mediation". The assistant nurse manager indicated the patient was "transferred out of hospital for a different diagnosis."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Investigation summary: the reported issue of an over infusion of vasopressin could not be confirmed through log analysis and was not able to be replicated during testing. The log analysis found an infusion of vasopressin at 20unit/100ml was started on the suspect pump module s/n: (B)(6) on the date 29feb2024 at the time of 7:59 am. The infusion rate was at 9ml/h with the volume to be infused set at 70ml for an expected duration of approximately 7.78 hours. The vasopressin infusion was manually terminated at the time of 8:30 am with the primary volume infused (pvi) recorded at 4.685ml. The vasopressin infusion was not continued after its termination. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 7.78 hours was terminated early after only infusing for approximately 31 minutes. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported incident. The pump module with the incident administration set were found to be infusing within specification. The preventative maintenance (pm) record received from the facility (pms lvp b sn (B)(6) indicated that pm was performed on the suspect pump module with no issues noted and having passed the pm process on the date (B)(6) 2024. Per product labeling, the alaris system user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of an over infusion of vasopressin could not be identified during the investigation. The suspect pump module with the incident administration set were found to be infusing within specification with no observances of unregulated flow. Note that imdrf annex a0404, a040502, a1801, a0709, a0401, g04088, g04037, g02017, g0301201, g0301204, c0601, c07, c16, d01, d0301 codes reported in follow-up # 1 and 2 manufacturer report # 2016493-2024-21902 represents other failures observed on the device but unrelated to the reported issue.

Event description:
It was reported that there was an over infusion of vasopressin to a patient being treated for respiratory failure. The routine vasopressin (20 units per 100ml/100ml bag) was intended to infuse at a rate of 0.03 units / minute (9ml/hour) with a volume to be infused of 4.69ml. However, the 100ml bag was infused within 30 minutes. Following the event it was reported that the patient experienced "abdominal pain" and received "pain mediation". The assistant nurse manager indicated the patient was "transferred out of hospital for a different diagnosis."

Manufacturer narrative:
Omit: e233001 - chest pain, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex e, a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of vasopressin could not be confirmed through log analysis and was not able to be replicated during testing. ¿ the log analysis found an infusion of vasopressin at 20unit/100ml was started on the suspect pump module s/n: 14074913 on the date 29feb2024 at the time of 7:59 am. The infusion rate was at 9ml/h with the volume to be infused set at 70ml for an expected duration of approximately 7.78 hours. ¿ the vasopressin infusion was manually terminated at the time of 8:30 am with the primary volume infused (pvi) recorded at 4.685ml. The vasopressin infusion was not continued after its termination. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. O the pcu event log could not determine why the infusion that was programmed to infuse for approximately 7.78 hours was terminated early after only infusing for approximately 31 minutes. ¿ the inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported incident. The pump module with the incident administration set were found to be infusing within specification. ¿ the preventative maintenance (pm) record received from the facility (pms lvp b sn 14074913) indicated that pm was performed on the suspect pump module with no issues noted and having passed the pm process on the date 27feb2024. O per product labeling, the alaris system user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. O the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. O the administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Root cause: the root cause for the reported issue of an over infusion of vasopressin could not be identified during the investigation. The suspect pump module with the incident administration set were found to be infusing within specification with no observances of unregulated flow. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that there was an over infusion of vasopressin to a patient being treated for respiratory failure. The routine vasopressin (20 units per 100ml/100ml bag) was intended to infuse at a rate of 0.03 units / minute (9ml/hour) with a volume to be infused of 4.69ml. However, the 100ml bag was infused within 30 minutes. Following the event it was reported that the patient experienced "abdominal pain" and received "pain mediation". The assistant nurse manager indicated the patient was "transferred out of hospital for a different diagnosis."